Event description:
It was reported that there was a volume discrepancy problem where the actual residual volume (arv) was greater than the expected residual volume (erv). This was the first refill after a replacement on (B)(6) 2015, and at the replacement, they filled the pump with 37 ml. The arv was 30.8, and the erv was 23.9. There was no therapy or medical problem as the patient had no change in pain. They reportedly had ruled out a programming error. Additional troubleshooting options were discussed. The cause of the discrepancy was unknown. No troubleshooting, interventions or other actions were taken to resolve the event. The patient recovered without permanent impairment, and the patient was to monitor for any signs of withdrawal. The pump system was being used to infuse fentanyl, hydromorphone, bupivacaine, and morphine (unknown).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4) implanted:(B)(6) 2008, product type: catheter. (B)(4).